Event description:
This lead was implanted on (B)(6) 2000 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states that noise is being detected in this rv lead causing oversensing inhibiting both rv and lv pacing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).